Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: the investigation was unable to confirm the customer experienced as no photos and no samples received for investigation. End user risk assessment: as per (B)(4), severity for foreign matter is moderate (s3) occurrence rate = (1 /300,040) x1,000,000 = 3.33 = 100 ipm, which is remote (o2) the risk is acceptable per (B)(4). Root cause description: there is no photos and no samples returned to determine the reported defect. Root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned. Rationale: the complaint trend will continue to be tracked and monitored.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a foreign matter was found in the syringe during liquid dispensing"